Event description:
Physician treated a 20mm in-stent restenosis (isr) lesion in the proximal left anterior descending (lad) artery. Physician used a .014 rotawire floppy and a rotablator (not mfg by angioscore) to cross the entire length of the isr lesion. Physician inserted a 3.5x10mm angiosculpt device and inflated it sequentially in the proximal and distal lesion at 16 atm for 1 minute each with no issues. The angiosculpt was inflated again in the distal lesion at 16 atms for 40-45 seconds, and noticed the indeflator was losing pressure. The angiosculpt device was removed from the pt and inflated when a pinhole leak was observed. During the review of the angiogram, a small flap was noticeable pooling a small amount of contrast but did not appear to be flow limiting. The case was completed with no additional therapy and no pt adverse outcome noted. Physician commented that the rotawire floppy or the rotablator could have caused the non-flow limiting dissection.

Manufacturer narrative:
Pt info is not available. The request for pt info has been declined by the hosp. A non-flow limiting dissection was noted after the use of the angiosculpt device. According to the physician, the dissection may have occurred due to the use of the rotawire floppy or rotablator. There was no additional adjunctive therapy required. No clinical injury reported by the physician. The angiosculpt device was returned for lab analysis, a 0.014" laboratory guide wire advanced through the guide wire lumen with no resistance. A pinhole leak near the marker band was observed with the balloon was pressurized at 2 atm. According to the instructions for use (IFU) for angiosculpt ptca scoring balloon catheter ex, arterial dissection is listed as a possible adverse effect of the procedure.